Event description:
A malfunction on the pump was reported by the caller, identified by a malfunction code of malf 12. It was confirmed that there was no adverse impact on the customer¿s blood glucose level. The customer mentioned not having a charging cable and planned to call back in order to reset the pump.